Event description:
Defective equipment. PICC leaking from hole in distal end of tubing, below port cap, above bifurcation. Also observed a weakness on the other port (in the same section as the leaking on the first port) that ballooned with flushing. The line was clamped immediately and a new PICC was inserted. No adverse outcome to pt. PICC was inserted at (B)(6) hosp on (B)(6) 2011. IV therapy dept at (B)(6) was notified.